Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pericardial fluid collection, stroke, bleeding, and infection. Additionally, the IFU lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on 01jul2023 the patient developed neurological dysfunction that lasted more than 24 hours. The patient experienced paralysis to the left side of the body. A computed tomography (CT) scan was performed that revealed a brain stroke/embolism in the right brain hemisphere. The neuropathy was determined to be related to the device. On (B)(6) 2023 the patient developed bleeding. The patient had a tendency to anemia. They were transfused on (B)(6) 2023 with less than 4 units of blood.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced a major infection on (B)(6) 2023 while in the hospital. Their blood cultures were positive for fungus. Drug therapy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient developed pericardial fluid collection. The patient had symptoms of tamponade. They underwent surgery.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was then readmitted on (B)(6) 2024 with aspiration pneumonia. They received antibiotic treatment and remained admitted until (B)(6) 2025.